Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the atrial lead exhibited noise and insulation damage. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.